Event description:
Tampons get stuck: vagina [foreign body in reproductive tract]. Tampons ripped in half [device breakage]. Case narrative: consumer reported via social media that the tampons ripped in half and became stuck in body. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.